Event description:
Attorney advised plaintiff fell at home and sustained a comminuted subtrochanteric fracture of the right proximal femur with large butterfly fragment along the medial aspect of the proximal femur, medial displacement of the distal fracture fragment as well as lateral aspect angulation of the fracture. Patient was implanted with a 95 degrees dcs plate with cables used to hold the butterfly fragment. Follow-up x-ray one month later noted the plate broken. Patient was returned to the operating room for removal of the dcs plate, screws and cables and patient was revised to a 4.5mm lcp proximal femur plate, screws and cables used to hold the butterfly fragment and dbx.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.